Event description:
It was reported that during an attempted implant of a temporary pacing lead the lead was not capturing. The physician attempted to reposition the lead, but the lead would not come unscrewed. After the lead was attempted to be turned counterclockwise more than 30 turns, the lead tip broke off. Another temporary lead was placed in the patient, the patient was not pacer dependent but had symptomatic brady. The patient subsequently received a permanent pacemaker, and the lead tip was left in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned without the distal end helix and analyzed. The distal end/electrodes of the lead were extrinsically damaged during use. (B)(4).